Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated "during tibio-talo-calcaneal fusion surgery something was bent and the compression device and the plastic jig did not fit together. A spare device was available. There was no injury to the pt but there was a 10 minute delay in surgery."